Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Cup impactor broke during surgery, knob on the end of the handle broke off completely. Two separate pieces. Was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no.